Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(6).

Event description:
The hospital reported loss of mechanical ventilation due to battery failure. There was no patient involvement.